Manufacturer narrative:
(B)(4). Additional information requested and received: was the force to fire higher than usual? Yes. Please describe the incomplete staple line. Was it incomplete on one side of the cut line? No. The two sides share the same problems. The proximal 1/3 staples formed as intended. The several staples in the middle segment near the proximal ones malformed with irregular shapes. And the rest staples were not deployed onto the tissue. What is the current patient status? There was no other adverse consequence reported for the patient since then. The patient is in stable condition. Are photos or video available of the device or procedure? Sorry, no. The analysis results showed that one ec60 device was returned with no visual non-conformances and with an ecr60b fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape and no malformed staples were noted during functional testing there may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during the laparoscopic radical resection of rectal carcinoma, the ec60 was used to anastomose the rectum with ecr60b on the 1st firing. The surgeon reported that it was difficult firing the device on the 1st stroke. After firing, he removed the device, the surgeon found that the cut line was complete but the staple line was incomplete. The tissue was cut but not stapled entirely. Only the proximal half of the tissue was stapled while the several staples at the middle segment malformed with irregular shapes. The surgeon converted the surgery to open to hand sewing the tissue and anastomose the tissue with nils to complete the procedure. The patient is in stable condition now.